Manufacturer narrative:
The 29-dec-2016 product investigation results: the reporter returned five toothbrush heads on 20-dec-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head either failed to move in the first place or broke the very first time we brushed with them / all 5 toothbrushes were defective [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that she had purchased an economy package of oral-b flexisoft or precision clean brushheads with a free oral-b flexisoft brushhead a while ago, and all 5 toothbrushes in the pack were defective. She explained that the brush head either failed to move in the first place or broke the very first time she brushed with them. The consumer noted that she always purchased a few packages of replacement brushes when she shopped and had always been very happy with them in the past; she stated that one could not "beat" the original oral-bs for her family, and they had never had any problems like this before. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head either failed to move in the first place or broke the very first time we brushed with them / all 5 toothbrushes were defective [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that she had purchased an economy package of oral-b flexisoft or precision clean brushheads with a free oral-b flexisoft brushhead a while ago, and all 5 toothbrushes in the pack were defective. She explained that the brush head either failed to move in the first place or broke the very first time she brushed with them. The consumer noted that she always purchased a few packages of replacement brushes when she shopped and had always been very happy with them in the past; she stated that one could not "beat" the original oral-bs for her family, and they had never had any problems like this before. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.